Event description:
The customer reported that the ventilator shut down and alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm. Patient information requested.